Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the customer reported the universal surgical manipulator 1(usm) was moving backwards. The customer removed the instrument and reseated after the system was redocked. The instrument was installed, registered, and the surgeon was able to take control without further issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the usm issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the instrument and reseated it after the system was redocked. The instrument was installed, registered, and the surgeon was able to take control without further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.